Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens during the same surgery due to the surgeon not liking the way the lens was sitting in the eye. The surgeon did not feel comfortable leaving the lens in the eye, so removed the lens with no pt injury, no enlarged incision or sutures. A different type lens was implanted. The reporter stated there was no capsule tear and the event was most likely pt related, was not lens related.

Manufacturer narrative:
No malfunction of lens. Eval: results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue.